Event description:
During evaluation of a returned homechoice device, a baxter technician identified a potential overfill situation. During therapy in 2008, a home patient had an ultrafiltration of 869ml in drain 3 following a fill volume of 2200ml. The home patient's nurse declined to provided further information regarding this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the overfill identified during evaluation. Based on a review of all the device log data, it was determined that the probable cause of the overfill was insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold.